Event description:
It was reported by the pt to FDA's website: "I had my left hip replaced in '03. About a yr later, I noticed it squeaking, and asked my surgeon about this, and he said the replacement was perfect. I then had my right hip replaced in 04. I now have both hips squeaking that comes and goes. I am concerned about the longevity of my hip replacement.

Manufacturer narrative:
The device remains implanted and is not available for eval. Additional info has been requested.